Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. Customer reporting problem with reservoir and reservoir leak causing damage on the insulin pump. Customer stated the plunger was moving back easily, having too many air bubbles, 2 were leaking, one on the top and the other one on the bottom. Customer did not experienced any symptoms and not treated for low blood glucose event. The insulin pump will not be returned for analysis.